Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep is reporting impedances <(><<)>50 ohms and wasn't with the patient so they couldn't do any further troubleshooting. Patient reported experiencing a zapping sensation. The rep is 60% sure the patient was using electrode 0/3 and that was the program that showed below 50 ohms. After reprogramming around, and not using electrode 0/3, the patient was no longer experiencing the zapping sensation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the low impedances were unknown. The device was rechecked in surgery and the patient's motor responses were good.